Event description:
The event is reported as: the customer reports having difficulty in deflating the cuff on the endotracheal tube upon removal. No report of pt injury.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.